Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 7:00am. The patient stated that he obtained a result of "148 mg/dl" using the subject meter compared to a result of "116 mg/dl" obtained using a lab device, both results taken within 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with a self-adjusting insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "headache" 4 days after the alleged product issue began; however he denied that he received any treatment. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique, the patient was unable/unwilling to state if the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom does not meet lifescan's criteria for a serious injury and he did not receive any treatment. The alleged product issue was not resolved with troubleshooting.